Event description:
It was reported the subject device was loose where it is attached to the light source. The event was identified during preparation and prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage connector seal. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connection was loose due to a loose coupler stopper. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was loose where it is attached to the light source. The event was identified during preparation and prior to sedation. There were no reports of patient harm.